Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The distal coupler was displaced and the pellethane tubing was corrugated. The catheter was inserted and withdrawn from the returned sheath with no resistance noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced coupler and corrugated tubing is consistent with damage during use.

Event description:
During the procedure, difficulties retracting the mapping catheter back into the sheath were noted and after manipulating the catheter, it was able to be removed and the tip was noted to have two frames uncentered and exposed insulation. The catheter were replaced to resolve the issue. There were no adverse consequences to the patient.